Event description:
It was reported that a replacement surgery was scheduled for monday. It was noted the implantable neurostimulator (ins) was being replaced due to normal battery depletion. It was further noted the manufacturing representative wanted to know how they could test the leads. The reporter stated the patient had let their ins go and the ins was overdischarged. The reporter further stated they did not know the specifics surrounding the overdischarge. It was noted the manufacturing representative did not think there was a problem with the leads. Additional information received reported the patient was doing well. It was noted the patient had their ins replaced yesterday due to the ins coming up on end of life (eol). It was further noted that an impedance check was done. The reporter stated the patient was programmed and all was well.

Manufacturer narrative:
Concomitant: product ID 377860, lot# v004741, implanted: 2006-(B)(4), product type lead. Product ID 377860, lot# v003916, implanted: 2006-(B)(6), product type lead. (B)(4).